Manufacturer narrative:
(B)(4).

Event description:
On 20aug2018 a johnson and johnson sales representative reported a patient had a ¿severe eye infection, irritation, red eye and goopy discharge¿ while wearing the acuvue2 brand contact lenses. The patient (pt) was reported as a long-time wearer of the product. The pt was treated with steroids and placed back into the same lenses. No additional medical or product information was provided. On 20aug2018 a call was placed to the eye care provider (ecp) who reported the pt had a prior event while wearing the acuvue2 brand contact lenses. The ecp reported the pt returned to contact lens wear on (B)(6) 2018 then complained of redness after 4 hours of contact lens wear. The pt removed the suspect lens. The pt went to the ecp on (B)(6) 2018 as the symptoms weren¿t improving. The pt was diagnosed with a return of thygeson¿s, infiltrates at limbal area, and a peripheral corneal ulcer od. The ecp reported the lenses were new from the package and the pt didn¿t rinse the contact lens prior to insertion. The pt was prescribed besivance tid. The ecp reported the pt returned for a follow-up appointment on (B)(6) 2018 and the pt was prescribed lotemax gel. The ecp reported the od was improving, but the event had not yet resolved. On 24aug2018 a call was placed to the pts treating ecp and additional information was provided: the ecp reported the pt has a foreign body sensation in the od, but overall was improving. The pt will bring the od suspect lens to the ecp on the next follow-up visit. Ecp reported the pt was doing better and does not anticipate any permanent damage. On 05sep2018 a call was placed to the pts treating ecp and additional information was provided: the ecp reported that the pt came in last week for a follow-up appointment. The ecp performed a full eye exam and the od looked great, no scars and no loss of visual acuity. The ecp did report a ¿faint stromal opacity in the far superior portion of the cornea¿, but the visual acuity was not affected. The ecp reported that the ¿opacity may not remain permanently, and it may be gone in another few weeks¿. All treatment was discontinued. The pt is currently trying trial lenses in several acuvue daily contact lenses. The ecp reported the pt returned the suspect lens and will return the lens for evaluation. No additional information was provided. Additional calls were placed to the ecp and the suspect lens was requested for return, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0039m7 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. A visual inspection showed no visual attributes. Five sealed blisters were also received from lot # l0039m7 and the solution was also tested. The ph and conductivity were in specification. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.